Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. During a right ventricular lead capture threshold test, it was found that the patient's implantable cardioverter defibrillator exhibited inappropriate low voltage output resulting in ventricular tachycardia induction in the patient. Appropriate shock from the device was received which successfully cardioverted the patient. No intervention was performed. The patient's health condition was not provided.